Manufacturer narrative:
Additional information: initial reporter occupation/ health professional? Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing and guide wires were also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and four leaks were detected on the membrane approximately 3.8cm, 4.1cm, 4.6cm and 5.3cm from the rear seal measuring (2) 0.102cm and 0.064cm and 0.025cm in length. Additionally the optical fiber was found to broken near the penetrations. The reported problem was most likely triggered by the leaks found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jun-19 to may-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporters - (B)(6), nurse & dr. (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon (iab), blood was observed in the line prior to connecting to the console. The iab was removed and upon inspection, there was a hole found on the proximal end. A new iab was then used without issue. There was no patient harm or adverse event reported.